Event description:
A peritoneal dialysis patient states he had an air alarm on his cycler and had to abort therapy. When he opened the door to the cycler, the cassette was found to be cracked and pd drainage leaked out. There is no sample available for evaluation.